Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device got stuck. The 70% stenosed target lesion was located in the mildly tortuous left internal and common carotid arteries. A 190cm, 3.5-5.5 filterwire ez and a 10.0-31 carotid wallstent self expanding stent were selected for use. The carotid wallstent was successfully implanted. During removal of the filterwire, it was noted that the filterwire got stuck in the carotid wallstent and resistance was felt while retrieving it. The device was removed by pushing and pulling several times even though there was resistance. The procedure was completed with this device. There were no complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back in deployed state. It is possible to observe that the spring tip is bent, curvy and stretched. Sheathing/unsheathing test cannot be performed since the filterwire was loaded in the retrieval sheath. Under microscope was possible to identify the spring tip is bent, curvy and stretched.

Event description:
It was reported that the device got stuck. The 70% stenosed target lesion was located in the mildly tortuous left internal and common carotid arteries. A 190cm, 3.5-5.5 filterwire ez and a 10.0-31 carotid wallstent self expanding stent were selected for use. The carotid wallstent was successfully implanted. During removal of the filterwire, it was noted that the filterwire got stuck in the carotid wallstent and resistance was felt while retrieving it. The device was removed by pushing and pulling several times even though there was resistance. The procedure was completed with this device. There were no complications reported.